Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had delivery stopped alarm. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting and reported that the insulin pump displayed 0 even there was insulin when reservoir was reinserted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin bolus stopped alarm noted during testing. Device was tested using a water fill test reservoir. Device left on reservoir matched with device left on status screen. No anomalies noted. Device received with cracked case.